Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced unexplained hyperglycemia after changing infusion supplies, with blood glucose reaching approximately 200 mg/dl and remaining elevated for a few hours; the site appeared intact without leakage, and the user was advised to replace the contact detach tubing, after which glucose levels stabilized. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included customer counseling, follow-up outreach, and confirmation of stabilization after tubing replacement. Investigation of this case revealed hyperglycemia with cause unclear and no evidence of device alarms or cannula issues, with resolution following tubing change suggesting a transient infusion delivery issue that was not reproduced. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.